Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited elective replacement indicator elective replacement indicator (eri) due to high outputs and the right ventricular (rv) lead showed an increase in thresholds. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.